Manufacturer narrative:
Vyaire medical was unable to confirm the issue - unit was experiencing a constant low peep (positive end expiratory pressure). All testing was performed with known good ac adapter, patient circuit, and test lung. Unit was checked for proper operation, and the bench testing did not reveal any abnormalities during its ventilation. It also passed several leak tests with a leak value of 0.0 lpm. It passed extended tests at customer settings for 120 hours without any unusual alarms or error conditions. The vent then passed the service manual pn 33132-001's general checkout test which includes several alarm and ventilation function tests. Unit was also opened and inspected wherein no anomalies were noted. The ventilator was processed through service for a complete calibration checkout to meet all factory specification and standard.

Event description:
It was reported to vyaire medical that the ltv 1200 ventilator was experiencing a constant low peep (positive end expiratory pressure) alarm during patient use. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.